Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) identified a small chip in the bottom of the dilution vessel. He replaced the dilution vessel and vacuum nozzle. They completed ion selective electrode checks and calibration, a quality control check and a 21-cup precision test, all checks and calibration passed. A direct root cause for the questionable sodium results could not be determined. No further issues have been reported since the service visit. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit. The initial result was 155 mmol/l, and the repeat result was 140 mmol/l. The questionable result was repeated because the doctor notified the lab that the sodium results had been running high. The repeat result was deemed to be correct.

Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The customer performed additional cleaning and troubleshooting including successful qc and calibration. While inspecting the measurement area it appeared that there was dried whole blood on the side of the dilution cup assembly. The customer cleaned the area around the dilution cup and tightened the vacuum nozzle nut. The sample probe and sipper nozzle were replaced and all sample probe adjustments were completed. They performed an ion-selective electrode check and calibration, qc, and precision checks, and all results passed. The investigation is ongoing.